Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy skin irritation on his right-side under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest as needed. The patient returned the lifevest equipment and applied gel to the skin irritation. It was reported that the patient's skin irritation improved.